Event description:
Device malfunction: balloon rupture, unretrieved fragment. Time of device malfunction/ae: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in a brachiocephic artery. The agiltrac balloon ruptured at 14 atms, with partial balloon detachment. During delivery catheter withdrawal the distal tip of the balloon material remained in the artery and migrated to the subclavian artery. This was verified with a CT scan. It was decided that given the patient's unspecified pre-existing comorbidities surgical intervention for removal was too risky; therefore the device material remains in the subclavian artery. The patient is being aggressively monitored and managed with thrombolytic medications. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. Although the device has not been returned for failure analysis, the root cause of the balloon rupture can be attributed to user error. It was reported that the agiltrac balloon dilatation catheter was inflated to 14atm. The rated burst pressure (rbp) for this part number is 8atm. The rbp of the product is listed on the compliance chart, pouch label and box label. The instructions for use (IFU) states that "balloon pressure should not exceed the rated burst pressure". A review of the device history record showed that the rbp data exceeded the rbp product specification.